Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the fibertak, ar-3638, was fixed and when the suture was pulled to check the strength, it broke. A new fibertak was opened and used to complete the case with no adverse effect to the patient.